Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg was inoperable (reason unknown). As a result surgical intervention was undertaken at altae date to address the issue.

Event description:
Additional information received that patient did not charge the ipg for extended amount of time. Surgical intervention was undertaken (B)(6) 2017 wherein the ipg was explanted and replaced.